Manufacturer narrative:
The device was received fully deployed. The data shows the device completed both the first and second priming sequences and delivered 1081 pulses, including multiple boluses. There were no timeouts or drive stalls seen in the download data. The investigation found no damage or deficiencies that would result in a needle mechanism failure.

Event description:
It was reported that the patient¿s blood glucose was between 181 mg/dl and 250 mg/dl between 4 and 24 hours of wearing the pod. The patient reported the pink slide did not move forward, indicating a needle mechanism failure. Upon removal of the pod, the cannula was visible, and the patient¿s blood glucose dropped.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone12.8 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.